Event description:
It was reported that a patient presented with over-sensing and under-sensing noted on the patient's implantable cardioverter defibrillator. Corrective programming changes were made but were unable to resolve the issue. Further examination of the device was planned. No adverse patient consequences were reported.

Event description:
New information received notes that no new anomalies were noted.